Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. No insulin smell noted. It also had a scratched display window, cracked display window corner and cracked battery tube threads note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The doctor reported via phone call that the insulin pump was not functioning properly and insulin may have come inside. No details were provided at the time. The doctor called back later and stated that the customer had been experiencing high blood glucose. It was stated that the set was changed several times but problem persisted and the customer's father had to call the hospital. The customer had diabetic ketoacidosis but was not hospitalized. Blood glucose value is unknown. The doctor advised the father to check the insulin pump for an insulin leak and the father stated that the device smelled like insulin. The insulin pump was replaced and returned for analysis.